Event description:
It was reported that during a procedure to treat a de novo lesion in the right coronary artery with moderate tortuosity and moderate calcification, pre-dilatation was performed with a 2.0x20 non-abbott balloon catheter. A 3.5x15 rx xience prime stent delivery system (sds) was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. The 3.5x15 rx xience prime sds was withdrawn with the stent still on the balloon from the patient anatomy without resistance and another same size rx xience prime was used to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis revealed that the stent implant was not returned. Additional reported information indicates that after successful removal of the sds with the stent implant still on the balloon, nothing remained in the patient anatomy, the device was placed on the cath lab table and by doing this the stent implant slipped off the balloon and was then discarded by the site.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported balloon rupture and dislodged stent implant were confirmed via returned device analysis. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.